Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that despite a preset pressure of only 30 mmhg, the pump pushes a considerable amount of irrigation fluid into the tissue and does not switch off. The resulting deformation of the shoulder made it necessary to stop the procedure in order to avoid endangering the patient's well-being. The patient had a swollen shoulder. The procedure had to be stopped and performed again.

Event description:
It was reported that despite a preset pressure of only 30 mmhg, the pump pushes a considerable amount of irrigation fluid into the tissue and does not switch off. The resulting deformation of the shoulder made it necessary to stop the procedure in order to avoid endangering the patient's well-being. The patient had a swollen shoulder. The procedure had to be stopped and performed again.

Manufacturer narrative:
Alleged failure: despite a preset pressure of only 30 mmhg, the pump pushes a considerable amount of irrigation fluid into the tissue and does not switch off.the resulting deformation of the shoulder made it necessary to stop the procedure in order to avoid endangering the patient's well-being.it is also worth mentioning that the incident occurred during the first use of the device after it had recently been repaired.the procedure had to be stopped and performed again. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause could be third part repair. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.